Manufacturer narrative:
Manufacturer investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced an infection. Laboratory results on (B)(6) 2019 showed a white blood cell count of 20.6 x 10e9 cells/l and c-reactive protein at 26mg/dl. The patient was hospitalized and unspecified changes to the patient's medications were made. The event was considered resolved/ recovered on (B)(6) 2019.